Manufacturer narrative:
The investigation has been reopened due to receiving medical records. Depuy will notify the FDA when the investigation is complete.

Event description:
Update rec'd 06 june 2016 - the patient's medical records were received. According to the medical records, the patient also had lysis of the greater trochanter.

Manufacturer narrative:
Conclusion and justification status: the complaint states mr (B)(6) on (B)(6) 2008, due to a road accident, was subjected to a right hip arthroplasty at (B)(6). In this occasion a pinnacle- corail mom implant was implanted. In the first months of 2014, the patient started to accuse skin annoyances, itching and pustules due to co allergy . In the middle of 2014 the patient accused pain and difficulty in deambulating. After clinical exams was detected also a periprosthetic deposit. On (B)(6) 2015 the patient was subjected to a revision surgery. During the revision was done also a histological examination that showed metal fragments. A review of complaint databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states mr (B)(6) on (B)(6) 2008, due to a road accident, was subjected to a right hip arthroplasty at (B)(6) hospital in (B)(6). In this occasion a pinnacle- corail mom implant was implanted. In the first months of 2014, the patient started to accuse skin annoyances, itching and pustules due to co allergy . In the middle of 2014 the patient accused pain and difficulty in de-ambulating. After clinical exams was detected also a periprosthetic deposit. On (B)(6) 2015 the patient was subjected to a revision surgery. During the revision was done also a histological examination that showed metal fragments. A review of complaint databases and manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 04 jul 2016: the complaint was reopened as the translated medical records were received. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had lysis of the greater trochanter. At this time there is no new information that would change the existing MDR decision. No further actions are identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the first months, the patient started to accuse skin annoyances, itching and pustules due to co allergy. In the middle, the patient accused pain and difficulty in dehambulating. After clinical exams was detected also a periprosthetic deposit. The patient was subjected to a revision surgery. During the revision was done also a histological examination that showed metal fragments.

Manufacturer narrative:
On (B)(6) 2008, due to a road accident, was subjected to a right hip arthroplasty at (B)(6). In this occasion a pinnacle- corail mom implant was implanted. In the first months of 2014, the patient started to accuse skin annoyances, itching and pustules due to co allergy . In the middle of 2014 the patient accused pain and difficulty in ambulating. After clinical exams was detected also a periprosthetic deposit. On july 2015 the patient was subjected to a revision surgery. During the revision was done also a histological examination that showed metal fragments. Update rec'd 06 june 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient also had lysis of the greater trochanter. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 28/06/2016 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.